Event description:
The plaintiff's attorney alleged that after the administration of fresenius granflo product at heartland dialysis on (B)(6) 2013, the decedent experienced unspecified injuries, a sudden cardiac arrhythmia, and subsequently expired as a result of cardiac arrest on (B)(6) 2013.

Manufacturer narrative:
This is one event for the same patient involving two separate products.